Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 3006705815-2019-04107. It was reported the patient experienced a fall and both octrode leads were fractured. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted and a penta lead was implanted. Effective therapy was restored post operatively.